Manufacturer narrative:
Per the clinic, the patient underwent revision surgery on (B)(6) 2017, in order to have a magnet placed on the internal fixture, converting the patient to a subcutaneous baha implant system. No other event or complications that may have contributed to the decision to convert the patient were reported.

Manufacturer narrative:
This report is submitted on (B)(6) 2017, by (B)(4).

Event description:
Per the clinic the patient experienced swelling and linear erythema at the abutment site and subsequently was treated with oral antibiotics. There are plans to remove the patient's abutment; however it is yet to occur as of the date of this report (B)(6) 2017.

Manufacturer narrative:
Per the clinic, the abutment was removed under a general anaesthetic (date not reported).